Event description:
Procedure type: nissen. According to the reporter: the needles were loaded and the devices were inserted into the pt and upon use the needles would fall off the jaws. The needles were immediately retrieved. A new instrument was used to complete the procedure. Surgery time was extended twenty to thirty minutes. No bleeding or pt injury reported.

Manufacturer narrative:
.